Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient underwent mesh removal/revision on (B)(6) 2012.

Manufacturer narrative:
It was reported that on (B)(6) 2011, the patient underwent reclosure of vaginal wall mucosa due to incisional dehiscence post mesh implantation. It was reported that the patient underwent partial resection of vaginal sling on (B)(6) 2011 due to vaginal sling incision line dehiscence and partial sling exposure.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.